Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device used on the patient. See MDR 3013394970-2018-00667 for the first device reported that was used on the same patient.

Event description:
The user facility reported that they advanced the angio-seal device over the guidewire and placed the footplate. With the introducer sheath, some resistance was felt and they decided to withdrawal. When they opened a second angio-seal, they had the same experience. The doctor reported that he thought that the tip of the angio-seal sheath was bent in the vessel, which could explain why the removed footplate failed to deploy in the vessel and possible loss of position. There was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to 1 update section and provide the completed investigation results. One 6f angio-seal vip carrier tube assembly and one hemostasis sheath were returned for evaluation. The carrier tube was returned in the full rear lock position of the deployment sleeve but completely unmated from the hemostasis sheath. The anchor was stuck in the valve on the hemostasis sheath with the suture still uncut and connecting the carrier tube and hemostasis sheath. The tamper tube had exited the carrier tube and was visible as well. The bypass tube was slightly distally dislocated. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the anchor failed to exit and that the device was pushed to forward lock position while the tip of the hemostasis sheath was obstructed by subcutaneous fat,opposite end of the artery or some other foreign obstruction. However, the exact caused of the reported event cannot be definitively determined.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to 1 update section and provide the completed investigation results. One 6f angio-seal vip carrier tube assembly and one hemostasis sheath were returned for evaluation. The carrier tube was returned in the full rear lock position of the deployment sleeve but completely unmated from the hemostasis sheath. The anchor was stuck in the valve on the hemostasis sheath with the suture still uncut and connecting the carrier tube and hemostasis sheath. The tamper tube had exited the carrier tube and was visible as well. The bypass tube was slightly distally dislocated. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the anchor failed to exit and that the device was pushed to forward lock position while the tip of the hemostasis sheath was obstructed by subcutaneous fat,opposite end of the artery or some other foreign obstruction. However, the exact caused of the reported event cannot be definitively determined.

Event description:
Additional information was received on (B)(6) 2018. The procedure performed was a left sfa (superficial femoral artery) angioplasty with stent. The sheath size used was 7 fr. A pre-deployment angiogram was performed. It was reported that the angio-seal sheath kinked. Manual compression was performed to achieve hemostasis.

Manufacturer narrative:
This report is being submitted as follow up no. 1.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.